Event description:
Patient reported the menu button on the infusion device sometimes does not work. Patient stated after changing the battery, the time and date was lost. Patient reported there are no health concerns. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: according to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user to check the date and time setting. The menu key was tested within the short test and meets the specifications.